Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported there was a loss of stimulation. The patient stated that everything was working the way it was supposed to except that when they turn the stimulator on, it will not stimulate. This started about 5-6 days prior to date of report. The patient reported that the controller battery was 30 percent and the implant was 100 percent. The patient connected with the implant and it showed that stimulation was on and at 0.0v. The patient was instructed in increasing stimulation. This indicated that the issue was not that stimulation was off, rather it was at 0.0v. The patient increased stimulation to 10.0v. The patient stood up and said that when he stands up he can tell if the stimulation is helping. The patient reported that he felt stimulation in his leg and that indicated that the issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that they needed assistance with their device. The patient also mentioned that the stimulator was not turning on. No further complications were reported or anticipated.